Event description:
It was reported that while initiating the therapy, the arctic sun device received low flow. The pads were too big for the patient and they denied any cutting of the pads. They run diagnostics and the flow rate was in the range of 2 lpm, inlet pressure was -8 psi, the circulation pump command was in 60% range. When the pads were reconnected, the flow was good until the last pad was connected which was the left trunk pad. The device was put back in cool patient mode and the flow rate was dropped to 0 again. The complainant disconnected the left trunk pad and there was still no change in the flow. Mss recommended to change the pads, but they did not know how long it would take to get them. Per follow-up with nurse on (B)(6) 2020, it was reported that the therapy was discontinued as they were unable to get any flow through the pads. The pads were discarded.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "low flow due to over-lamination of foam to film due to temperature controller set too high, the belt speed controller set was too low or failed, the nip roller pressure regulator set too high, and the upper belt temperature was > 85 deg c". The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while initiating therapy, arctic sun device was getting low flow. Pads were too big for the patient and they denied any cutting of the pads. They ran diagnostics and flow rate was in the range of 2 lpm, inlet pressure was -8 psi, circulation pump command was in 60% range. When the pads were reconnected, the flow was good until the last pad was connected which was the left trunk pad. The device was put back in cool patient mode and flow rate dropped to 0 again. The complainant disconnected the left trunk pad and there was still no change in the flow. Mss recommended to change pads, but they didnt have any on the flow and didnt know how long it would take to get them.